Manufacturer narrative:
The incident was not reported to facility, or allen medical at the time of the incident. The incident is subject of a report from the forieng authority. There has been no returned of the device for evaluation. A request has been made to the hospital through facility, to have the device returned for an engineering evaluation.

Event description:
Allen was contacted by facility, during their investigation into a previously unreported medical incident in 2008 in another country. The stirrup, manufactured by allen and sold by facility, was used in a patient case, which resulted in partial motor impairment and transitory desensitization sustained by the patient post-operatively. The patient has recovered.